Event description:
The device was returned to the service center for a report from the customer contact that during preventative maintenance testing at the user facility the device alarmed distal occlusion. This did not indicate a reportable malfunction. However, during verification testing at the service center, the device mechanism was found to have a loose regulator closer.

Manufacturer narrative:
The device was received on (B)(4) 2014. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.